Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation including root cause analysis was in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A tech reported that a patent presented with epithelial ingrowth, and grade one diffuse lamellar keratitis (dlk), one day following bilateral lasik surgery. The ingrowth was removed at the slit lamp and topical medications restarted to treat the event. The patient reported having foreign body sensation, and halos. There are two medical device reports associated with this event. This report is for the right eye.